Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and missing end cap sticker. Pump failed displacement test, problem isolated to motor.

Event description:
The customer reported via phone call that battery compartment had crack on the insulin pump. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.